Event description:
Additional information received identified that it was noted at the (B)(6) 2016 follow-up appointment that per the physician, the patient did not have an infection.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's scs ipg pocket site is suspected to be infected (date of event is unknown). No additional information is available at this time.